Event description:
It was reported that the patient experienced pain around the area of the implantable pulse generator (ipg) site following a fall. The patient was admitted to the hospital. Additional information was received that the patient was doing well, and the fall was not device related.

Event description:
It was reported that the patient experienced pain around the area of the implantable pulse generator (ipg) site following a fall. The patient was admitted to the hospital.